Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer treated with the food. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 random opened or used sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened or used.